Manufacturer narrative:
The hill-rom technician found the connection for the communication cable missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was not working correctly. The bed was located at the account in room 614. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).